Manufacturer narrative:
The device is expected to be returned to the manufacturer for further evaluation; however, it has not yet been received.

Event description:
It was reported that, on an unknown date, a brownish stain was seen inside the 0.2-micron filter of a plum tubing set. It was attached to a peripherally inserted central catheter (PICC) line and the patient was on total parenteral nutrition (tpn). There was patient involvement but no harm was reported.

Manufacturer narrative:
The complaint of particulates inside the filter could not be confirmed. Received one photo showing the inline filter. Infusate residuals were observed inside the filter. No foreign particulates were observed inside the filter. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) could not be reviewed due to the unknown lot number.d9 - device available for evaluation - no; d9 - date returned to mfg null - na.